Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 509 mg/dl, 178 mg/dl and 162 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. Reporter stated that she self-treated by taking 10 units of novolog insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.